Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. A service history review was performed. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite).  This evaluation included functional and electrical testing of the device. A visual inspection was performed. The cause of this issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 22:19:47. During night drain cycle one, the patient's ultrafiltration reading was 1460ml, indicating the home patient (hp) drained 1460ml more than their maximum programmed fill volume of 2000ml. No additional information is available.